Event description:
I had a lumbar fusion with the use of medtronic bone infuse. Prior to surgery my wife and I were working with an infertility specialist (for issues that relate to my wife). I had a high sperm count but following the surgery our infertility specialist was shocked to see I had 0 sperm. I completed a needle biopsy of my testicle to confirm that I am now sterile. According to recent findings bone infuse can cause something called retrograde ejaculation but this was not what I had. I went from having a great sperm count prior to the surgery to being 100% sterile after. We contacted medtronic directly but they were very uncooperative. Our doctor contacted his rep and we also spoke with the rep who said he would report it. We do not feel confident that has happened. If there is anyone else reporting similar issues we would be so grateful to know. Fyi this computer software program would not let me submit unless all boxes are checked so I checked them all but not all apply.